Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had an anomaly and exhibited high pacing threshold. There was an attempt to obtain additional information but the field representative had no further information. This ra lead was partially explanted. No additional adverse patient effects were reported.